Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms that resulted in the crt-d emitting beeping tones. The physician elected to program beeping off and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that high out of range pacing impedance measurements continued to be observed in addition to high threshold measurements. The device was programmed vdd and monitoring is being continued.